Event description:
Four bags with stem cell product were transplanted. One bag broke after cryopreservation and storage, and before thawing. Bacterial culture of the sample taken from the broken container was positive for propionibacterium species. The stem cell product from the broken container was transplanted, and the pt was given an antibiotic, "rozefin" 2g, during transplantation because of the sterility risk. The pt was successfully engrafted and was released from the hosp. At this time, no further info is available regarding the pt's health.